Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report that post-procedure, the patient died. It was reported that on an unspecified date, the patient underwent a mitraclip procedure. On an unknown date, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effects of worsening heart failure, worsening mitral regurgitation (mr), edema, angina (chest pain) and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of worsening mr and congestive heart failure appear to be related to patient morphology/pathology (disease progression). It is likely the reported dyspnea, edema, angina (chest pain) and fatigue were cascading effects/symptoms of the worsening mr and heart failure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information received; on (B)(6) 2015, a mitraclip procedure was performed to treat severe mitral regurgitation with a grade of 4. This was a long and challenging case due to a leaflet flail gap measured at 0.8cm and defect all along the mitral valve. Two clips (50507u130, 50506u143) were implanted and the mr was reduced to 1-2. Within days after the procedure, the patients seemed to be more tired with increased edema. The post-procedure mr grade was moderate. The clips were confirmed to be stable on the leaflets post-procedure. During a 30 day surface echocardiogram, the mr was noted to be severe. On (B)(6) 2016, the patient was re-admitted for chest pain. On (B)(6) 2016, the patient died due to congestive heart failure. No additional information was provided.